Manufacturer narrative:
The device history record (DHR)review indicates that there were not any non-conformances detected during the production of the reported lot. A photograph submitted by the customer was examined of one needle sub-assembly. A fracture to the hub could be seen in the picture. The reported condition of a cracked hub is confirmed based on this photograph. Subsequently, there were 2 samples (opened, unused) returned with this complaint. One sample had the hub broken into 2 pieces while the other sample only had a bent needle condition with an intact hub; the reported condition of the hub being broken into two pieces is confirmed for 1 of the 2 samples. The exact root cause could not be determined based on available information. A review of the DHR, maintenance and process monitoring records showed no issues related to the reported condition. The complaint file contains insufficient information to determine a most probable root cause. An engineering change order was submitted and subsequently closed to update the documentation to use a new setup guide for the equipment. The setup guide was completed and documented. This improvement mitigates the risk of finished parts jamming during the production process. Samples of parts that were inspected after implementation of this improvement exhibited no evidence of cracked hubs.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they discovered a broken needle hub.